Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did clips drop or eject from device? (Both). Did clips fall off of vessel or tissue after being applied? (Both). Did clips fall into patient? (Yes, fall into patient). Were clips retrieved from patient? (Yes, retrieved from patient). How was case completed? (Completed by opening a new er320.) Is device being returned for analysis?(yes).

Manufacturer narrative:
(B)(4). Additional information: the analysis result of the er320 device found that it was received with the floor damaged. It could not be determined what may have caused the damaged found. No functional testing could be performed due to the condition of the floor. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, there is malformation of the clips for the liga clip device and in every fourth or fifth time of firing the clips starts losing and falling off. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.